Event description:
Event description the patient reported experiencing error 22 while attempting to perform a blood pressure measurement. Manufacturer narrative[?]provided by livongo: the patient reported receiving error 22, which is a measurement error. The user guide instructs users to "check cuff placement and make sure the cuff tube is plugged into the monitor. Retake measurement." The patient's device was not requested for return, as the member was unable to be reached after multiple attempts. It is unknown if the cuff is the correct size for the patient or if they are using proper testing technique.

Manufacturer narrative:
Cause: 1. After investigation and analysis, it was confirmed that the issue was caused by interference during measurement, resulting in ER 22 which indicates measurement error. 2. Users didn't wear the cuff properly or move during measurement. 3. The user manual has already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.